Manufacturer narrative:
The vessel sealer instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a vessel sealer made audible tones, but no energy activation was observed. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the procedure was completed with no reported injury or harm to the patient. The customer indicated that operating room (or) staff reported that the instrument would not activate energy despite audible tones being present. The customer did not have information regarding which audible tones were noted. A backup vessel sealer instrument was installed, which resolved the issue and there was no reported injury. Also, the customer explained the instrument was mistakenly sent to reprocessing and disposed of. The customer confirmed that the reported vessel sealer extend instrument would not be returning to isi for failure analysis.